Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the titanium adapter and the minicap transfer set which resulted in a leak; further described as ¿there appeared to be a gap between the titanium adaptor and the white connector end of the transfer set which was securely attached and not cross-threaded." This was identified after performing a routine transfer set change for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.